Event description:
Chest drain tubing has a removable clip used for clamping off the tube. In order to prevent inappropriate clamping of the tube, it is recommended that the product be redesigned to eliminate the clip.